Event description:
A ventilator was returned to the manufacturer service center for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly and power supply were replaced to address the issues. The device had evidence of contamination.